Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: 1 sample was received. It came in a plastic (B)(6). Visual inspection was performed under the microscope 30x. No eyelash or any other foreign matter was observed. One photo was provided it shows a green backfield with what appear a short hair. It could possibly be that the eyelash fall to the part while the assembly process and not detected during the next processes. Part of the gowning requirements is wearing safety glasses, hairnet. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: nip assembly line. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro had foreign matter on the hub. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2020, during incoming inspection for needles, one needle found with biological contamination (an eyelash) on the hub.